Event description:
It was reported that customer experienced an elevated blood glucose level with ketones that led to hospitalization and admission to the intensive care unit. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on 3/16/2026. With the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.